Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted up to this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . 1581 fluored. A call to technical services placed on (B)(6) 2013 states that this lead's impedance has been going up and down by about 1000 ohms recently, noted that it looked like this started around (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).